Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as unknown liner. Additional devices listed in this report: - unknown accolade stem; - unknown tritanium cup; - unknown screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device eval: hospital policy.

Event description:
It was reported that patient was revised on a left hip due to infection. During the revision surgery, the tip of the extractor broke. Surgeon completed the surgery without any delays.